Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has confirmed that the black pulse wire was broken. The root cause for broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.